Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose (bg) level displayed as "high", although a specific value was not provided. Reportedly, the customer had not addressed their bg level at the time of troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level displayed as "high", although a specific value was not provided. Reportedly, the customer had not addressed their bg level at the time of troubleshooting.

Manufacturer narrative:
B5: it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level displayed as "high", although a specific value was not provided. Reportedly, the customer had not addressed their bg level at the time of troubleshooting. Remove heather effect clinical code 4582, remove investigation finding code 3233 b5: it was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. The customer¿s blood glucose (bg) level displayed as "high", although a specific value was not provided. Reportedly, the customer had not addressed their bg level at the time of troubleshooting. Remove heather effect clinical code 4582, remove investigation finding code 3233.